Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to high blood glucose level of unknown value. The customer did not provide any information about the hospitalization or what caused the incident. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.